Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device history logs. However, the device was put through periodic self test, multiple shock testing and functional testing without duplicating the report. An internal inspection of the device found no discrepancies. A replacement device will be sent to the customer as a precaution. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.